Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as photo and image were provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement, the device allegedly leaked during flushing at the level of the hub. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. One electronic photo and image was provided for review. The investigation is unconfirmed for fluid leak and catheter damage as there was no damage noted on the catheter and the catheter was patent to infusion and aspiration without issue. Additionally, hydrostatic pressure was applied by clamping the distal end of the catheter segment while infusing to observe for leaks; no leaks were noted. A definitive root cause could not be determined, use error and/or poor handling could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post catheter placement, the device allegedly leaked during flushing at the level of the hub. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending and a photo was provided for review the investigation of the reported event is currently underway. (Expiry date: 09/2021). Device pending return.

Event description:
It was reported that post catheter placement, the device allegedly leaked during flushing at the level of the hub. There was no reported patient injury.